Event description:
It was reported by the pt's physician that she had expired. According to the pt's death certificate, the cause of death was a blunt force trauma resulting from a motor bike accident; however, the physician's office was not sure of the accident's relationship to vns. The pt's implant was returned for analysis. Based on the findings in the eval, there is no evidence to suggest an anomaly with the returned lead portions or generator. Furthermore, the pt's last known programming info showed the device to be properly functioning. Attempts for further info have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index was reviewed by the manufacturer which indicated that the patient's cause of death was driver of all-terrain or other off-road motor vehicle injured in nontraffic accident and unspecified injury of neck. There is no allegation or other information indicating that the death is related to vns.